Manufacturer narrative:
Philips has investigated this complaint. The customer reported that issues occurred in the system's x-ray computer which is referenced in c&r 2023-igt-bst-027. Further investigation confirmed the system was not listed on the ual, and the pc register indicates it was not affected. The customer did not provide any additional information, and no service was performed after the customer cancelled the service quotation. To date, there have been no further reports of this issue. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips about the system's x-ray computer was having issues related to a previous correction, which can impact imaging. No harm to the patient or user was reported. Philips has started an investigation of this complaint.